Manufacturer narrative:
(B)(4). An investigation could not be performed. Reporter indicated that the device was discarded and is not available for evaluation. The cause of reported problem is unk.

Event description:
Customer reported that the extension set kinks when looped to secure to the pt, leaks at the dial a flow area where the dial twists and the set is too short. There was no report of harm to the pt and no medical intervention was required. Customer stated that no further pt or event information is available.